Manufacturer narrative:
The subject device remains implanted.

Event description:
This article provide the results of retrospective study which was conducted to assess the clinical safety and efficacy of the atlas microstent in stent-assisted coil embolization of wide-necked intracranial aneurysms. Total of 36 patients (24 female, 12 male, mean age 56 years) with 37 aneurysms were treated with the endovascular treatment. Patients were included according to the following criteria: aneurysm dome-to-neck ratio <2 or neck diameter >4 mm, and a parent vessel diameter of =4.5 mm. Primary endpoint for clinical safety was absence of death, absence of major or minor stroke, and absence of transient ischemic attack. In all patients and for all aneurysms, the neuroform atlas stent could be navigated to the target vessel and was deployed successfully across the aneurysm neck. None of the patients developed new symptoms and no permanent deterioration in mrs score was observed. Overall mortality and morbidity at follow-up was 0%. In 36/37 (97%) cases, the primary endpoint of safety was reached. One patient had a transitory ischemic attack which was completely resolved until discharge. The patient experienced a transitory ischaemic attack and presented with a minor hemiparesis after extubation. An MRI was immediately performed and showed multiple fresh lesions in the diffusion-weighted MRI sequence, which were most likely due to peri-interventional emboli. To exclude in-stent thrombosis, dsa was performed and showed no signs of thrombus or vessel occlusion. At the time the dsa was performed (approximately 2 hours after symptom onset) the clinical deficit had completely resolved.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, transient ischemic attack and embolus are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
This article provide the results of retrospective study which was conducted to assess the clinical safety and efficacy of the atlas microstent in stent-assisted coil embolization of wide-necked intracranial aneurysms. Total of 36 patients (24 female, 12 male, mean age 56 years) with 37 aneurysms were treated with the endovascular treatment. Patients were included according to the following criteria: aneurysm dome-to-neck ratio <2 or neck diameter >4 mm, and a parent vessel diameter of =4.5 mm. Primary endpoint for clinical safety was absence of death, absence of major or minor stroke, and absence of transient ischemic attack. In all patients and for all aneurysms, the neuroform atlas stent could be navigated to the target vessel and was deployed successfully across the aneurysm neck. None of the patients developed new symptoms and no permanent deterioration in mrs score was observed. Overall mortality and morbidity at follow-up was 0%.in 36/37 (97%) cases, the primary endpoint of safety was reached. One patient had a transitory ischemic attack which was completely resolved until discharge. The patient experienced a transitory ischaemic attack and presented with a minor hemiparesis after extubation. An MRI was immediately performed and showed multiple fresh lesions in the diffusion-weighted MRI sequence, which were most likely due to peri-interventional emboli. To exclude in-stent thrombosis, dsa was performed and showed no signs of thrombus or vessel occlusion. At the time the dsa was performed (approx- imately 2 hours after symptom onset) the clinical deficit had completely resolved.